Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to fill infusion set tubing multiple times. Customer's blood glucose was 167 mg/dl. Reportedly, pump supplies were changed to address the issue and resume insulin delivery.